Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a roux-en-y procedure, the device caused an error 5 on generator. The device was removed from the patient and wiped in which the blade fell off. No piece fell into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
This is a spontaneous report by a nurse from (B)(6) of fungal peritonitis in an male patient coincident with peritoneal dialysis (pd) therapy. In 2010, the patient was diagnosed with fungal peritonitis. The cause of the peritonitis was unknown. On an unreported date in 2010, the patient was transferred to hemodialysis and pd therapy was discontinued. It was unknown whether the peritonitis resolved.